Event description:
The reporter stated that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision of sutures.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions- based on the complaint history and the evaluation of the returned product a specific root cause of the event could not be determined it should be noted that the injector and cartridge were not returned for evaluation.